Manufacturer narrative:
D10 concomitant products: egiaustnd, egiaustnd endogia ultra univ std stap (lot#:p3m0908s) medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, during the thoracoscopic lung lesion resection, the reload was installed correctly, when detaching the lung lesion tissue, the staple was stuck when firing the third staple. The handle was immediately replaced with another cutting stapler of the same model to detach the lung tissue again, but an obvious breaking sound was heard during the firing process and it could not be used anymore. A third stapler from another brand was used to resolve the issue. The surgical time was extended as a result.